Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter received one sample for evaluation and the reported condition was confirmed. Visual inspection of the sample noted a ruptured bladder in a non-footing position. Microscopic inspection revealed marking on the exterior surface of the bladder near the rupture line which is indication of external damage, also abrasion on the interior surface of the bladder was observed near the rupture line which is indication of internal damage. Ruptured bladder can be attributed to: external damage, internal damage or mixing defect. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded.

Event description:
The customer reported to baxter healthcare corporate product surveillance one ce intermate lv 100 in which the reservoir ruptured during filling. Per the report, approximately 46mls of saline were added to the device before the problem occurred. There is no patient involvement, injury or adverse event associated with this report.